Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of could not replicate cannot verify external event to be related to the customer reported complaint. The part was returned with a reported complaint that does not affect functionality. No damage found. No product issue was identified. The instrument was placed and driven on an in-house system showing 0 uses remaining. The instrument passed recognition, and engagement test. The instrument moved intuitively with full range of motion in all directions. Grips open and close properly. There was no physical damage. There was no problem detected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument will not articulate properly. The procedure was completed with no reported injury.